Event description:
It was reported that the line that would not prime. An alarm occurred with the downstream occlusion, and the operator had to repeatedly press "prime" until it cleared. The alarm also went off "3 or 4 times" when connected to the patient before resolving for the next 24 hours. There was patient involvement with no physical harm but anxiety and stress, leading to a loss of confidence in using the pump and restricting travel plans. Physical harm was avoided because the patient swapped to a different batch and kept priming the line until the alarm cleared.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.